Event description:
It was reported that an alert was received on this implantable cardioverter defibrillator (ICD) due to the heart failure index crossed the alert threshold. There were drops in impedance measurements for the right ventricular (rv) and shock lead coinciding with the heart failure index alert. Impedance values were unknown, however it was noted, the values were starting to correct. At this time, the device and lead remain in service. No adverse patient effects were reported.